Manufacturer narrative:
Controls did not show the same low recovery observed with the patient sample. Therefore, the issue likely does not affect instrument performance in general. Fluctuations were seen with crp calibrations and these fluctuations may possibly be caused by fluctuating water quality. The issue may have been related to pre-analytic sample handling. There was no indication of a product problem.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for ua2 uric acid ver.2 (ua) and crpl3 c-reactive protein gen.3 (crp) on a cobas 8000 c (701) module - c701. The erroneous results were reported outside of the laboratory to the doctor. The issue occurred only once and the customer has not reported any additional issues. The sample initially resulted as 0 umol/l for ua and 0.33 mg/l for crp. The sample was repeated on (B)(6) 2017, resulting as 426 umol/l for ua and 108.71 mg/l for crp. The patient was not adversely affected. The ua reagent lot number was 204382 and the crp reagent lot number was 202453. The reagent expiration dates were asked for, but not provided.